Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. H6: proposed component code: mechanical (g04) - drill visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: tibial cut guide 5 degrees left medial/right lateral: catalog#42539905195, lot#ni. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial partial knee procedure, a drill pin jammed in the tibial cutting guide and fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no additional information is available.